Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a nurse found a full dose of zosyn in the device, which should have infused during the previous shift. The facility reports having recent software updates. The walk away alert and time out were expected, but may not have been activated. The patient missed their dose of zosyn. There was no patient harm.